Event description:
Additional information was received; it was reported the device in question was a trial device not an implant. The patient experienced severe pain during the procedure after the first trial lead was placed and the second lead placement was being attempted. The pain did not improve despite changing the patient's positioning. The second lead was removed but the first lead was left in. Later in the evening, the patient's son called and reported the same severe pain and the manufacturer representative (rep) redirected patient to their provider. The rep also notified the provider and the patient was sent to the ER where they removed the remaining trial lead and determined the patient had an epidural hematoma. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977d260 serial# unknown implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead was explanted. It was unknown if there was any patient involvement or complications as a result of the event. The issue was ongoing.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID: 977d260 (serial: unknown); product type: 0215-screening device; implant date: (B)(6) 2025; explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977d260 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type screening device product ID 977d260 serial# (B)(6) product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.